Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 211 mg/dl at the time of the incident. Customer stated they could not exit the preparing to prime loop, and the device was not dropped, bumped, or in a car accident. The drive support cap¿s condition was protruded, and the cap was not pressed while in use. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test and prime test at 4 lbs due to loose/protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and minor scratched lcd window.